Manufacturer narrative:
Conclusion: device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the handheld computer was not turning on. Troubleshooting was performed by a company representative, but the problem persisted. The product was returned to the manufacturer and underwent analysis. Upon analysis, the main battery was able to hold a charge and power the handheld for over an hour during testing. During the analysis, it was identified that the handheld would turn off when it was tapped on the counter. The cause for the anomaly is associated with the swollen main battery. The swollen battery bent the battery cover, causing the battery latch switch to intermittently register that the latch was unlocked, thus causing the handheld to shut down. No other anomalies were noted with the handheld or software.